Event description:
It was reported that the patient went to the hospital due to a device alert. The right ventricular (rv) lead integrity alert was seen by the physician at the hospital. Rv lead impedance was high and varied, as well as high short interval counts (sic), and a large amount of short and fast non-sustained tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred on 2014 (B)(6) for short interval counts (sic) and rv lead impedance variation in the last sixty days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On 2014 (B)(6), rv pacing impedance measured 3648 ohms which has been rising over 1000 ohms since 2014 (B)(6). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning 2014 (B)(6), the ventricular sic was up to seventy and evidence of vt-ns episodes with lead noise oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.